Event description:
Allegedly pt. Was revised due to mom complications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-02678, -02680. This report will be updated when investigation is completed.